Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured gastrointestinal aneurysm with a max diameter of 3 mm and a 1 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that concerto coil 2 mm x 6mm was unable to deploy and became stuck in middle section of the headway 17 micro catheter. The coil was removed and different coil was used. The catheter and the coil were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no cause was determined for the non-deployment. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. The inability to deploy the coil was due to resistance, not non-detachment¿the coil remained attached to the pusher wire and never made it out of the microcatheter. As a result, there were zero attempts to detach the coil using either the instant detacher or the manual method. Resistance was encountered within the microcatheter, making it impossible to fully advance and exit the microcatheter. No pushwire damage was observed after removal from the patient. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.